Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hyperglycemia. The blood glucose level was 430 mg/dl. The troubleshooting was not performed. The auto mode feature was inactive at the time of high blood glucose event. The device will not be returned for analysis.